Event description:
While interrogating a patient's newly implanted vns generator, the reporter's dell x5 handheld computer was giving a "self test failed on this program" message. The reporter also stated that the handheld stated that the vns was at end of service and the battery life estimation was 0 years. When the site used a different handheld computer, the interrogation of the patient's vns was successful and the battery life estimation was 10 years. System diagnostics gave normal results as per the physician. It is suspected that the error is associated with the handheld software. The handheld and software have been returned and are currently undergoing analysis. No adverse events have been reported for the pt and no malfunctions of the patient's vns are suspected.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.